Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) drive assy, k7 leak out of spec. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person-mfg site), g3, g6, h2, h3, h6 codes (investigation findings, conclusion, types, component), h11. A getinge field service engineer (fse) replaced the drive manifold assembly to resolve the issue. The following investigation was performed by failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received part drive manifold with a reported unit failure of k7 leak out of spec. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The fat performed the k6, k6a, k7, k8 leak test. The results of the leak test: test #1 -1 factory spec +-45mmhg, test #2 -1 factory spec +-65mmhg. Test #3 ¿ 0 factory spec +-20. The fat dept. Could not replicate the complaint of k7 leak out of specification. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure.

Event description:
N/a